Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer has been confirmed. It was found that the motor was corroded and was not turning smoothly. The resistance value of the keypad of the handcontrol set were out of specifications and were drifting. The handcontrol was not responding properly. It was also found that there was a short circuit in the motor cable. The device was also found to be leaky and the fischer cap was missing. The motor, motor cable and the handcontrol set were replaced to correct the identified and reported failures. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable, resulting in the short circuit. The damage due to corrosion has also contributed to the leakage of the device. The missing fisher cap is most likely a result of user mishandling. The corroded motor has a tendency to stick and not turn, hence, along with the non-responsive handcontrol and the short circuit in the motor cable, are responsible for the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the micro tornado handpiece with hand controls will not start. The issue was found pre-operatively. The customer states that they have no further information.